Event description:
During its post-market surveillance activities on 17-mar-2022, penumbra inc. Became aware of a journal article titled, "proximal occlusion of medium-sized vessels with the penumbra occlusion device: a study of safety and efficacy" jambon et al. 2017. This article retrospectively reviewed thirty-six patients who underwent proximal embolization procedures using pod coils between october 2014 and february 2016. No procedural complications were reported. However, one patient suffered an extensive splenic infarction with abscess during hospitalization, after treatment with pod coils. The relationship between the event and the pod coils was not specified. It was not possible to ascertain specific device information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the pod system instructions for use (IFU) include, but are not limited to, distal embolization, emboli, embolic stroke and other cerebral ischemic events, infection, ischemia, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.